Manufacturer narrative:
(B)(4). The insulin pump passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace, history files using thus. No unexpected pump error alarms noted during testing however, pump error alarm is confirmed in the downloaded history file ((B)(6) 2021 at 5:50 pm) due to broken pin trace at on the keypad assembly. No damage or moisture damage noted on the electronic assembly (electrical board 1 and electrical board 2), keypad flex tail, or keypad dome switches during visual inspection and the keypad connector on electrical board was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading, and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer also reported that they can clear the alarm and complete the insulin pump rewind. Customer also reported that the insulin pump passed displacement test. No harm requiring medical intervention was reported. Insulin pump was reported for analysis.